Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor failed for low readings.

Event description:
It was reported by the customer's mother that the sensor showed calibration alert during the night with her daughter's glucose reading at 400 mg/dl. The sensor also showed change sensor alert at a different time with the customer glucose reading at 134 mg/dl. Advised the customer's mother to remove and change the sensor. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.